Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of low blood glucose readings from the insulin pump. The customer stated that his blood glucose dropped from 77 mg/dl to 49 mg/dl. The customer treated with glucose tablets. The customer's wife advised that they had treated with manual injections until they can follow up with health care provider. The customer was advised to revert to a backup plan. No additional assistance was needed.